Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the manufacturer representative regarding a patient with an implantable neurostimulator (ins) chronic intractable pain. It was reported that there was high impedance in the 4,000 ohms range with electrode #0. There was nothing in particular that contributed to the event. None of the settings were affected. Issue was resolved. No surgical intervention occurred nor was planned. No health damage noted.